Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2022. Component code = g04 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45b reload was returned unfired with 1 double driver out of position, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from left side. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified no conclusion could be reached on what may have caused the reload pan to dislodge.

Event description:
It was reported that during the surgery, before used on the patient, noted the cartridge pan separation after opened the packing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.